Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced decreased responsiveness and left hemiparesis which was diagnosed as stroke. The patient was taken back to the catheter lab for a diagnostic angiogram which showed a good flow. The patient's condition is continuing, but improving. Seven days post procedure, the patient was discharged to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.